Event description:
The patient was implanted with the vivistim system on (B)(6) 2026. Following the implant procedure, the patient reported hoarseness and left vocal cord paralysis. On (B)(6) 2026, the patient informed a mobia medical employee that they had received a vocal cord injection in (B)(6) 2026 (exact date unknown) as treatment for the reported condition. During follow-up on (B)(6) 2026, the patient reported continued improvement in symptoms but stated they had not returned to baseline. The device remains implanted.